Event description:
A pulmonary vein procedure was cancelled due to impedance issues while in the left atrium. Two grounding pads were already in use, so they were replaced and moved to different locations which did not resolve the issue. The cables, rf generator and ablation catheter were exchanged which did not resolve the issue. The procedure was cancelled and no adverse consequences occurred. It was decided by the user to have the patient be rescheduled for a epicardial ablation.

Manufacturer narrative:
Testing revealed electrode 1 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and subsequent cancellation remains unknown. It should be noted that the reported incident date was after the product "use by"/"use before" date.